Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. In addition, no failure was identified related to the reported high blood glucose level issue.

Manufacturer narrative:
"In addition, no failure was identified related to the reported high blood glucose level issue".

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer was able to load a cartridge successfully.